Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient experienced wearable failure which occurred the day after the sensor had been inserted in the arm. The patient uses tandem t slim in hybrid closed loop and the pump screen was the sole cgm display device. On (B)(6) 2024, around 8 or 9am, the pump screen showed messaging for wearable failure. The last known reading was not documented. The spouse checked the blood glucose (bg) while the patient was sleeping, and it was 600 mg/dl. The patient was unresponsive and would not rouse. The spouse called 911 and the patient was taken to the emergency department (ed). He was treated with IV and insulin and awoke. The patient had testing including laboratory tests like blood testing, x-ray, CT (computed tomography) scan. Of note, the patient undergoes dialysis. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and awaiting discharge. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.